Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer performed the test kit on himself and a child. The test results were negative for covid flu a/b for the adult and child. The customer went to doctors' office same day, and both tested positive for flu a. Customer retested with 1 flowflex plus test kit and result was negative for covid , flu a/b. Customer has 1 kit leftover and does not trust this brand.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issues were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation: d1 "brand name"/ d2 "type of device" - correction for brand name and type of device to qmn g6 "type of report" - updated to follow-up report #1. H3 "device evaluated by manufacturer?" - device was evaluated by manufacturer. H6 "adverse event problem" - updated following investigation of retention product. H10 "additional narrative/data" - updated following investigation outcome.

Event description:
False negative results. Customer performed the test kit on himself and a child. The test results were negative for covid flu a/b for the adult and child. The customer went to doctors' office same day, and both tested positive for flu a. Customer retested with 1 flowflex plus test kit and result was negative for covid , flu a/b. Customer has 1 kit leftover and does not trust this brand.